Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix could be fully extended and retracted. But when retracting the helix was, it was out specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the lead was repositioned multiple times due to patient anatomy. It was noted that the lead helix was not retracting correctly. The lead was explanted and replaced. No patient complications have been reported as a result of this event.